Manufacturer narrative:
The device or applicable films have not been returned to medtronic for eval. Unable to determine cause of the event.

Event description:
It was reported that the pt underwent treatment of spondylolisthesis with tlif at l4-5 with interbody device and posterior screw/rod fixation. Post-op the interbody device backed out and the pt underwent a revision surgery to remove the cage. Fixation was extended to l3-5.